Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a varipulse catheter and the patient experienced thalamic stroke symptoms. During a follow-up of the pulmonary vein isolation (pvi) patient, stroke symptoms were detected with problems of seeing (double vision) and has a drooping eyelid. The pvi was performed with the varipulse catheter. General set-up continues with vizigo sheath, duo-deca catheter and his catheter. Initial suspicion of thalamic stroke was detected under computed tomography (CT) but could not be confirmed; thalamic stroke was confirmed by magnetic resonance imaging (MRI) on monday (B)(6) 2025. The physician's opinion on the cause of the adverse event was that he would like to have it cleared up but has not lost any lasting trust in the product or the workflow. He didn't notice anything conspicuous during the case, which leads him to believe that the stroke could have nothing to do with the case. The intervention provided was CT scan, MRI on monday and then the patient underwent further neurological examinations and monitoring. The patient required extended hospitalization because of additional work-up for stroke.

Manufacturer narrative:
On 4-aug-2025, information received indicated the carto 3 system and generator log files were reviewed and it was identified that no stacking was seen. Normal currents, normal impedances and low numbers of ablations were also seen. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An investigation was performed by biosense webster inc. Medical affairs, with the following summary: - case displays minimal workflow risk factors. - paroxysmal af. - act was appropriate. - very low ablation count (17 complete; 1 incomplete), pvi only. - good movement (no sequential stacking). - minimal catheter exchanges. - normal base impedance and current. The only point of highlighting: - tpi was recorded negative surprisingly often by carto despite seemingly ideal, coaxial locations in the pulmonary veins. Incomplete tpi training may have contributed to lower-than-expected contact on some electrodes. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU)s are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).